Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer's wife called because her husband experienced a low blood glucose level of 28 mg/dl. The customer was treated with glucose tablet and soda until the paramedics arrived. Mp further information was provided.